Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and it passed all relevant testing. The receiver case was opened for an interior inspection and passed. The reported event of an overheating receiver was not confirmed due no evidence of overheating found on any components and surrounding areas of the receiver. The root cause was could not be determined.